Event description:
Customer reported an error 4004, turn table slip motor slipping detected. The aia-360 analyzer was down. This is a reportable event based on delay in reporting patient results for prolactin (prl) and follicle stimulating hormone (fsh) analyte. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A customer reported error message 4004 error turn table slip motor slipping detected on the aia-360 analyzer. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for prolactin (prl) and follicle stimulating hormone (fsh) analyte. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. A field service engineer (fse) was at the customer site to address the reported event. The fse confirmed the complaint by reviewing the error log and was able to reproduce the error. The fse resolved the complaint by removing the jammed tube on the turntable and replacing the bent sample nozzle. The fse also replaced the lead wire of the level sensor due to the bent nozzle spraying liquid on it. The fse tightened the grounding screws. The fse performed quality control (qc) completed without errors and within an acceptable range, no further errors, the aia-360 analyzer is back in service. The most probable cause of the reported event is due to a loose screw on the nozzle. A 13-month complaint and service history review for serial number (B)(4) from the date of 20apr2021 through aware date 20may2022 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-360 training manual under troubleshooting states the following: [4004]. Error message: turn table slip. Description: the turntable motor slipped. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department.

Manufacturer narrative:
The sample nozzle assembly and level sensor lead wire was returned to tosoh instrument service center for investigation. Functional testing confirmed the reported event was due to a deformation problem of the sample nozzle; confirming the complaint failure of the sample nozzle. However, for the level sensor lead wire, functional testing did not confirm the reported event, no damage was identified. The most probable cause of the reported event cannot be traced to the device for the level sensor lead wire, and the deformation of the sample nozzle assembly was traced to a component failure.